Manufacturer narrative:
A4 weight is unknown device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp (pump 1) device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device reports on the automated impella controller and impella cp pump 2.

Event description:
Impella lost placement signal with no alarm, impella controller then alarmed controller error and self resolved. Impella then again lost placement signal and impella controller then alarmed controller error. Advised by csc for potential options of switching consoles to see if it is the pump or console. Discussed with physician and decided to switch impella controller. Impella on new console then alarmed impella defective. Impella was removed and switched out for new impella cp.

Manufacturer narrative:
B5 additional information was received. H6 medical device problem code has been updated.

Event description:
Additional information was received stating that the pump failed to restart and stopped.

Manufacturer narrative:
D4. Serial and primary UDI number corrected. H6: investigation type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: there were no defects observed related to optical sensor on the impella pump and the log review indicate transient loss of optical data issue for controller error alarm/ps being lost related to console. Failure to detect purge cassette, pump or catheter: the root cause of the failure to detect the pump was most likely blood ingress in the red handle due to a hole in the catheter based on the provided clinical details, data log analysis, and returned product investigation. Pump stop: the root cause of the pump stop was most likely blood ingress in the red handle due to a hole in the catheter based on the provided clinical details and returned product investigation.

Manufacturer narrative:
This follow-up report is being submitted to provide clinical review and to correct information provided in the initially submitted MDR. No new adverse event information is being reported. Section b5 has been updated to include clinical review that was not included in the initial report. The revised b5 provides a complete and accurate event narrative. Section d1 (brand name) has been corrected.

Event description:
Clinical assessment: a 71 year old male was admitted for acute myocardial infarction and cardiogenic shock. Before percutaneous coronary intervention, an impella cp was placed. The patient suffered a cardiac arrest and was escalated to a veno-arterial extracorporeal membrane oxygenation before the coronary procedure was carried out. Following several error messages and loss of placement signals, the automated impella controller was switched to a new controller. The new controller showed the impella as defective. Impella was removed and switched out for new and second impella cp. The patient was supported for an off-label prolonged duration of six days. During this time, he was treated for a growing pulmonary edema, also requiring continous renal replacement therapy for both volume management and temporary renal failure. Due to the poor prognosis, care was withdrawn and the patient expired. Death was conservatively coded to the first impella cp while most likely to be caused by the underlying disease and unrelated to impella as the replacement device functioned as expected in this critically ill patient. Also pulmonary edema and renal failure are more probable to be related to the underlying disease.